Manufacturer narrative:
The device was inspected and tested on 10th november 2017. Within this inspection functional testing and visual inspection was made. The result was: index knob - minor repair: cleaning, adjusting and replacing. As the device did not show any deviation that could cause the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
The lock is to loose; head slipping out of position.